Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. The device was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was placed and removed during the same procedure due to a capsular tear that the doctor noticed after insertion. The surgeon indicated that this was not an iol issue; it was a patient anatomy issue. Vitrectomy and incision enlargement were performed and one suture was placed as per standard of care. The lens has been discarded and not available for return. Reportedly, the patient is doing fine post-surgery. No further information available.